Manufacturer narrative:
The field service representative ran diagnostics and functional checks. The instrument performance was verified and the issue appears to be resolved. The qc and calibrations were within acceptable limits. The alarm trace did not include any conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service representative ran baseline checks and all results were within specifications. He checked, and adjusted the probes. The investigation is ongoing.

Event description:
The initial reporter received questionable ethanol gen.2 results for 1 patient sample on cobas 6000 c501 module. The initial result was 10 mg/dl with a data flag. A new sample was ordered by the physician and the result was "around 250 mg/dl". The original sample was repeated and the result was 270.8 mg/dl. The repeated result was believed to be correct. The results were reported outside of the laboratory. The reagent lot number was 47533801 with an expiration date of 30-nov-2020.